Event description:
One resolute integrity drug eluting stent was implanted in the cx. During the procedure a dissection occurred. A second resolute integrity drug eluting stent was deployed as bailout. Investigator assessed that the event was not related to the device. The patient was discharged the next day.

Manufacturer narrative:
Results: dissection. Conclusions: dissection. (B)(4).